Event description:
It was reported that the patient had a possible infection. It was noted that cultures and blood work were all normal; however, there was a small open edge that was draining fluid with possible exposure to the device. The device and leads were explanted and a new system was placed on the patient's right side. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies.